Event description:
14 at/af episodes most recent on (B)(6) 2020. Possible intermittent atrial under sensing on stored egm with falsely classified termination of ongoing atrial arrhythmia. Device appears to be currently functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).